Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Also, missing segment/partial display due to complete damaged to the lcd glass. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that screen of insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.